Manufacturer narrative:
Implant date is approximate, only year is known.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to inability to inflate. The existing device was explanted and replaced with a new ipp. The new device inflated as expected following the procedure. No patient complications were reported.